Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to place a new cartridge onto the pump. Reportedly, the customer believed the cartridge was warped. The customer's blood glucose level was 146 mg/dl. A new cartridge was successfully loaded and insulin delivery was resumed.